Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling in an open procedure, the device did not fire. They noted that they were unable to move the black pusher thumb piece. They used anew device with the same lot number to complete the case. There was no patient injury.